Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, the cs300 intra-aortic balloon pump (iabp) screen is broken; there is a white mark and the customer noticed that the screen moved on its own.

Manufacturer narrative:
Updated fields: b4, d1, d4 (model, catalog), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. It was reported that the cs300 intra-aortic balloon pump (iabp) screen was out of service. Patient involvement is unknown. The screen on unit is broken, there was a white mark and the customer noticed that the screen moves on its own. 3 good faith effort (gfe's) were performed to get additional information but no response received. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.